Manufacturer narrative:
This event occurred in (B)(6). The investigation determined the service actions of cleaning the aspiration nozzle resolved the issue.

Event description:
The initial reporter questioned a low nh3l ammonia result on a cobas 8000 c 502 module. The customer provided test results for one patient. The patient¿s initial nh3l result was 14 ug/dl with a data flag and was reported outside the laboratory. A roche field service engineer went onsite to troubleshoot quality control deviations. He discovered that an aspiration nozzle was clogged and he cleaned it to resolve the issue. Later, the customer performed repeat testing on the sample. The repeat nh3l result was 79 ug/dl and was reported outside the laboratory. Nh3l reagent lot number and expiration date were requested but not provided.